Event description:
It was reported to resmed that an astral device displayed an error message (sf 191) related to a communication error. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. The investigation methods, results, and conclusions are not finalised at this stage. When more information is available a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device had a total power failure and cessation of ventilation while switching from mains power to internal battery operation. There was no patient harm or serious injury reported as a result of this incident.